Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap (svn (B)(4)). Please see below the boluses listed on the event date 28-may-2023 in the pump history file (primary svn (B)(4)). 05/28/2023 00:05:26.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 25000 (2.5 u), bolusamountdelivered: 25000 (2.5 u). 05/28/2023 01:09:11.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 91000 (9.1 u), bolusamountdelivered: 91000 (9.1 u). 05/28/2023 02:11:43.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 85000 (8.5 u), bolusamountdelivered: 85000 (8.5 u). 05/28/2023 05:56:13.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 85000 (8.5 u), bolusamountdelivered: 85000 (8.5 u). 05/28/2023 07:35:01.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 120000 (12 u), bolusamountdelivered: 120000 (12 u). 05/28/2023 09:06:09.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 41000 (4.1 u), bolusamountdelivered: 41000 (4.1 u). Please see below for the daily total of all insulin delivered on the event date 28-may-2023 in the pump history file (primary svn (B)(4)). 05/29/2023 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: 05/28/2023 00:00:00.000, dailytotalofallinsulindelivered: 1007000 (100.7 u), dailytotalofbasalinsulindelivered: 560000 (56 u), dailytotalofbolusinsulindelivered: 447000 (44.7 u). There were no autosuspend alarm noted in the pump history file (primary svn (B)(4)). There were no usersuspended alarm noted on the event date 28-may-2023 in the pump history file (primary svn (B)(4)). Please see below the boluses listed on the event date 27-feb-2023 in the pump history file (svn (B)(4)). 02/27/2023 04:59:21.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 30000 (3 u), bolusamountdelivered: 30000 (3 u). 02/27/2023 22:04:17.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 110000 (11 u), bolusamountdelivered: 110000 (11 u). Please see below for the daily total of all insulin delivered on the event date 27-feb-2023 (svn (B)(4)). 02/28/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 02/27/2023 00:00:00.000, dailytotalofallinsulindelivered: 644000 (64.4 u), dailytotalofbasalinsulindelivered: 504000 (50.4 u), dailytotalofbolusinsulindelivered: 140000 (14 u). There were no autosuspend alarm noted in the pump history file (svn (B)(4)). There were no usersuspended alarm noted on the event date 27-feb-2023 in the pump history file (svn (B)(4)). Please see below the boluses listed on the event date 07-may-2023 in the pump history file (svn (B)(4)). 05/07/2023 12:42:57.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 80000 (8 u), bolusamountdelivered: 80000 (8 u). 05/07/2023 14:13:39.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 88000 (8.8 u), bolusamountdelivered: 88000 (8.8 u). 05/07/2023 18:47:17.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 40000 (4 u), bolusamountdelivered: 40000 (4 u). 05/07/2023 19:59:43.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 80000 (8 u), bolusamountdelivered: 80000 (8 u). 05/07/2023 20:59:19.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 60000 (6 u), bolusamountdelivered: 60000 (6 u). 05/07/2023 22:45:23.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 28000 (2.8 u), bolusamountdelivered: 28000 (2.8 u). Please see below for the daily total of all insulin delivered on the event date 07-may-2023 (svn (B)(4)). 05/08/2023 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: 05/07/2023 00:00:00.000, dailytotalofallinsulindelivered: 925250 (92.525 u), dailytotalofbasalinsulindelivered: 549250 (54.925 u), dailytotalofbolusinsulindelivered: 376000 (37.6 u). There were no autosuspend alarm noted in the pump history file (svn (B)(4)). There were no usersuspended alarm noted on the event date 07-may-2023 in the pump history file (svn (B)(4)). The pump history file lists data from 11/06/2021 to 07/09/2023. Unable to verify bolus delivery, input source of boluses delivered and any alarms/suspends for event date 21-jul-2023 due to no data available (svn (B)(4)). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-may-2023 in the pump history file (primary svn (B)(4)). 05/22/2023 21:58:18.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 05/23/2023 05:27:34.000 batteryremoved (55). 05/23/2023 05:27:34.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 05/23/2023 05:27:44.000 batteryinserted (44). 05/24/2023 18:29:09.000 alarmalertnotification (40), faultnumber: mfdaalarm (130). Nodelivery (7) not confirmed. The pump passed the functional testing, no pump error 130 noted during testing. However, pump error 130 confirmed in the pump history file on 05/24/2023 18:29:09.000 due to moisture damage on the motor. No damage noted on the electronic assembly. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 27-feb-2023 in the pump history file (svn (B)(4)) 02/25/2023 22:49:53.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 02/26/2023 00:37:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). 02/26/2023 10:08:00.000 alarmalertnotification (40), faultnumber: changebatteryfault (73). 02/26/2023 10:22:35.000 batteryremoved (55). 02/26/2023 10:22:35.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/26/2023 10:23:22.000 batteryinserted (44). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Nodelivery (7) not confirmed. Lowbatteryalert (104) not confirmed. Changebatteryfault (73) not confirmed. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 07-may-2023 in the pump history file (svn (B)(4)). 05/01/2023 09:21:47.000 batteryremoved (55). 05/01/2023 09:21:47.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 05/01/2023 09:22:02.000 batteryinserted (44). The pump history file lists data from 11/06/2021 to 07/09/2023. There was no data available for the event date 21-jul-2023 on svn (B)(4). Unable to perform the history review 1 week prior to the event date 21-jul-2023 in the pump history file due to no data available (svn (B)(4)). The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Battery cap damage unknown. Pump error 130 confirmed in the pump history file on 05/24/2023 18:29:09.000 due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of  600 mg/dl; current blood glucose value: 198 mg/dl. The customer reported not getting the insulin even after replacing the infusion set and reservoir. Troubleshooting was performed and found that the customer was hospitalized, also treated with insulin pump. The customer was reporting headache, tried/weak as symptoms related to high blood glucose event. Its unknown whether the insulin pump was used within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.